Event description:
Inform system user facility reported blood glucose results from an ER patient: initial lab reading at 13:15 106 mg/dl inform (B)(4) at 13:23 40 mg/dl finger stick 1 amp of d50 glucose given by IV in the left arm. Time of this treatment not provided. Some time after 13:23 40 mg/dl result, but before next reading at 13:58. Inform (B)(4) at 13:58 470 mg/dl (IV arm) finger stick inform (B)(4) at 14:04 78 mg/dl (non IV arm) fingerstick nurse called pocc. Pocc came up to do comparisons also. Results as follows: lab draw done at 14:26 326 mg/dl (IV arm) inform (B)(4) at 14:26 308 mg/dl (IV arm)-venous inform (B)(4) at 14:29 73 mg/dl (non IV arm)-venous inform (B)(4) at 14:29 68 mg/dl (non IV arm)-venous caller claims no adverse events related to patient care. She claims the meters have all checked out ok with daily controls both before and after the comparisons. A request was made for the return of the strips.

Manufacturer narrative:
(B)(6).